Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the device had not been working for symptoms after an unrelated surgery. The patent noted she had an unrelated surgery on (B)(6) 2017. The patient is implanted for gastrointestinal/pelvic floor.